Manufacturer narrative:
Device evaluation summary the device returned with the graft partially deployed. Two holes had been created on the graft as part of a fenestration technique. There was no damage or deformation observed to the device. The reported issue was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
24-off-label, unapproved or contraindicated use (fenestration of device). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was intended to be implanted in a patient for the endovascular treatment of a 57.6 mm diameter abdominal aortic aneurysm. It was reported that before inserting the device into the patient, the physician attempted to fenestrate the device. This was done in order to create a hole in the device at the level of the lower renal artery, as there was no aortic neck present between the lower renal artery and the aneurysm. However, after removing the device from the packaging and creating the fenestration, a larger than intended hole was created. The physician decided not to use the device, and another device of the same size was used to successfully complete the procedure. As per the physician, the cause of the event was use error. It was reported that the device was not wetted enough with saline prior to the fenestration attempt, leading to the creation of a larger hole in the device. No additional clinical sequelae were reported and the patient is fine.